Event description:
It is reported that during surgery on (B) (6) 2009, the circulating nurse opened the implant, it was noticed that 1 poly peg was missing and 2 were upside down.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.